Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during a stent placement procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, the patient presented with a tight stricture in the common bile duct due to cancer where drainage was required. The stent was placed across the stricture and was successfully deployed; however, upon deployment the guide catheter detached and remained inside the stent in the patient. The delivery system was withdrawn and the physician decided to leave the stent and guide catheter fragment in the patient. No attempts were made to retrieve the fragment; the physician had no concern with leaving it in the patient. The stent was left in place and the procedure was completed. There were no patient complications and the patient was stable at the conclusion of this procedure. A follow up procedure was scheduled for (B)(6) 2012 to see how the stent was draining. The stent was only needed until this date and it was planned to remove the stent if needed. During the follow up procedure on (B)(6) 2012, it was noted that the duct was not draining and therefore, the stent was removed. The physician did not attempt to retrieve the guide catheter fragment; he believed it would pass naturally. The patient's condition at the conclusion of this procedure was reported to be stable. It was reported that another stent was placed in the patient a week later and the patient was reported to be okay at the conclusion of this procedure as well. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact patient age is unknown, however it was reported the patient is over 80 years old. Patient weight is unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. The reported event of guide catheter broken. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.